Event description:
It was reported that during tka surgery, the cement set too quickly. The mixing time was 2 minutes and it was set within 8 minutes. The operating room temperature was at 21 c. The cement had stored at the distributor, and it was brought to the hospital on the day of surgery, and stored in the fridge and it was taken out 2 hours before the surgery. Acm mixing component was used. No antibiotic was mixed with the cement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device (implanted) was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared (B) (4).